Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, white particles inside of the shell, crease fold, wear abrasion. Leak test was performed and found opening on device. A microscopic analysis was performed which identify one opening sharp. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one sharp opening on posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d.9, h.3, h.6.